Manufacturer narrative:
A hematoma was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In conclusion, the hematoma was not device related.

Manufacturer narrative:
(B)(4).

Event description:
The patient had pain and a large hematoma over the incision site. The patient was admitted to the hospital and the hematoma was evacuated. This device remains implanted and there were no other adverse patient side effects reported.